Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. Thermal damage was observed on the yaw pulley. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .153¿ - .186 in length and were not aligned with the tube axis. Electrical continuity test was performed and passed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a broken cable. There was no patient involvement.